Manufacturer narrative:
Information in this report was previously submitted under 0001822565-2015-02283-1. Surgical notes provided do not indicate that any anomalies or deviations occured during the procedure. No gross issues could be seen in the x-rays or the surgical notes that would provide insight for the patient¿s pain. A complaint history search was conducted and found no new complaints for the related part/lot numbers. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #42540000032, persona all poly patella, lot #62402287; catalog #42521400510, persona ps articular surface, lot #62831942; catalog #42500006402, persona ps cemented femoral component, lot #62839976 - manufactured by zimmer (B)(4). These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the patient is experiencing pain, is unable to climb stairs and requires the use of a cane.